Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. At an unspecified moment, the cgm was reading 389 mg/dl and the blood glucose reading was above 600 mg/dl. The patient was hospitalized until (B)(6)2024 and treated with fluid and magnesium and insulin drip. At the time of the report 2 weeks after discharge the patient was reportedly still sick and hyperglycemic. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.